Event description:
The guide did not position the implant in bone 1/2 off the pilot drill was lingual to the bone. There was a 5 mm width of bone.

Manufacturer narrative:
The case was properly planned and an explanation to the doctor that it was already confirmed before proceeding, and only proceeded upon the doctor's approval. The issue was due to non-reliable input data.